Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was a problem with the driveshaft assembly, most likely due to worn bearings.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the drill exceeded maximum temperature during testing. There was no reported injury or adverse consequence.